Event description:
It was reported that stent fracture occurred. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent had difficulty advancing and struts broke. The procedure was completed with another unit of synergy xd. No patient complications as a result of this event.